Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in an explant kit, fully submerged in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. The valve was received compressed, a result of the valve being in the crimped position for an unknown amount of time. The valve was submerged in warm saline to reset the valve to full dilation. All leaflets appeared slightly stiff, yet pliable, with evidence of creasing on all leaflets. Condition appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery catheter system (dcs), for an unknown amount of time. Upon receipt, coaptation cannot be adequately assessed due to the condition of the return. After warm saline submersion, all leaflets maintained a wrinkled appearance with partial closure of the leaflets. All commissures appeared intact. The loading, recapturing and deployment procedures were performed per IFU. The valve was submerged in cold saline for 5 minutes. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced forward covering the bioprosthetic frame paddles and outflow crown struts; no anomalies were observed. The capsule was advanced until the distal end of the capsule guide tube covered the distal end of the commissure pad of the bioprosthesis. The inflow cone was advanced to crimp the inflow portion of the bioprosthesis frame; no anomalies were observed. The capsule was fully advanced over the valve; there were no visual or tactile anomalies identified. The valve was deployed in a warm saline bath (37°c) where an inflow crown overlap was observed. The crown overlap appeared to resolve between the 2nd and 3rd node. The valve was subsequently deployed up to the point of no recapture and appeared to deploy uniformly. At this point, the valve was fully recaptured and appeared to retract uniformly. The valve was subsequently deployed and exhibited full dilation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. Two images show infolding in the valve deployed at about 80% and another image shows a valve without infolding (the second implanted valve). There is no fluoro load check image but it does show the dcs without the valve deployed and from this still picture a misload could not be identified. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Although a conclusive cause could not be determined from the limited information available, as a prolonged pressure drop occurred at the time of the infold and was resolved with the implant of a new valve, the infold was a likely contributing cause. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The loader was reported as having performed hundreds of valve loads and no misload identified after loading. The resistance reported during the marrying of the alligator clip (capsule guide tube) and the valve can occur if the valve is not loaded properly. The infolding was noticed after the valve had been recaptured once and redeployed. It was resolved by the successful implantation of a new valve. Based on the available information, a root cause for the infolding could not be conclusively determined, but the presence of calcium in the patient¿s annulus and lvot may have been a contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: d9 - device available for evaluation and return date h6 - patient codes, method codes, results codes, conclusion code additional codes - health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was recaptured due to being too high on the non-coronary cusp (ncc). No additional adverse patient effects were reported.  Updated event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that prior to the implant of this transcatheter bioprosthetic valve resistance was met when marrying the alligator clip and the valve. The valve was successfully loaded and confirmed with visual, tactile and fluoroscopy. An infold was observed after one recapture. It was suspected that calcium from the annulus to the left ventricular outflow tract (lvot) may have contributed to the infold. No additional adverse patient effects were reported. Code updates: patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an infold was observed as the patient's blood pressure stayed low. The valve was recaptured and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patients blood pressure recovered. The valve was retrieved from the patient and a second valve was implanted uneventfully. No additional adverse patient effects were reported.